Event description:
Customer performed a control test and received a result of 197 mg/dl. The normal control approximate range is 105-145 mg/dl. No adverse events were alleged. Customer insisted meter be replaced. Unable to troubleshoot further. Only meter is returning for evaluation. Replacement meter was sent.